Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, healthcare provider believes the cause to possibly be related to the non-tandem infusion set; however this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.